Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure, the subject coil deployed inside the microcatheter (echelon 10). Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, the issue occurred just beyond the microcatheter hub, and no difficulties were encountered during the procedure that may have contributed to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint. Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the subject coil deployed while it had advanced just beyond the microcatheter hub. The physician replaced the subject device and completed the procedure without clinical consequences to the patient.